Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "low leak: co2 rebreathing risk" alarm. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer was contacted, and it was reported that there was an acoustic alarm of maximum priority; the customer reported that the alarm could be heard after replacing the circuit (unspecified). The customer reported that the department was able to solve the problem, as the customer used the incorrect consumable. In addition, it was reported that the device¿s settings were incorrect. No further actions were performed by philips, and it was reported that the system meets the specification for the service performed and is returned to use.